Event description:
It was reported that the patient expired on (B)(6) 2023 for an unknown cardiac-related cause and note of 'rv dysfunction'. It was unknown what the source of said dysfunction was. There is no known allegation from a health care professional that suggests that the death was related to the implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.